Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, nabothian cyst, adenomyosis (myometrium with adenomyosis), paratubal cyst, bleed in luteal cyst, cyst and chest pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy and prolonged menstrual cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (on (B)(6) 2018, underwent a hysterectomy to remove the essure devices, oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain lower and procedural pain was resolving and the menorrhagia, dyspareunia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, procedural pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms from doctor. Following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. On (B)(6) 2018, ECG showing normal sinus rhythm without st segment changes/abnormalities. Another ECG was performed showing normal rhythm without st segment changes/abnormalities. Most recent follow-up information incorporated above includes: on 23-oct-2018: plaintiff fact sheet received. Events outcome updated for vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, nabothian cyst, adenomyosis (myometrium with adenomyosis), paratubal cyst, bleed in luteal cyst, cyst and chest pain. On (B)(6) 2013, the patient had essure inserted. In april 2013, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In may 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy and prolonged menstrual cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (on (B)(6) 2018, underwent a hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, abdominal pain lower, dyspareunia and procedural pain was resolving and the vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, procedural pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms from doctor. Following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in june 2013: total bilateral occlusion on (B)(6) 2018, ECG showing normal sinus rhythm without st segment changes/abnormalities. Another ECG was performed showing normal rhythm without st segment changes/abnormalities. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff¿s demographics and concomitant disease added. Essure indication updated. New events abnormal bleeding (vaginal) and dysmenorrhea (cramping) were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy and prolonged menstrual cycles"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, abdominal pain lower, dyspareunia and procedural pain was resolving. The reporter considered abdominal pain lower, dyspareunia, menorrhagia, pelvic pain, procedural pain and uterine haemorrhage to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms from doctor. Following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2013: confirming full occlusion of fallopian tubes. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.